Manufacturer narrative:
(B)(4). Batch # 121a26. Additional information was requested, and the following was received: " could you please provide more details for "ineffective shot"? Did the device deliver any staples? Yes. If yes, were the staples formed properly? I don´t have this information. If yes, was the staple line complete? I don´t have this information. Did the device cut? I don´t have this information. If yes, was the cut line complete? I don´t have this information. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? I don´t have this information. Was there any difficulty opening the device? I don´t have this information. If yes, how was the device removed from the patient? I don´t have this information." Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received unfired. In addition, a reload (b) was received partially fired 1/4 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, stapler made an ineffective shot, no longer closing the jaw. There were no patient consequences.